Manufacturer narrative:
A follow up report will be submitted after the device has been received by philips for evaluation.

Event description:
It was reported to philips that the device had a shock equipment malfunction message after failing opcheck for the defib test. There was no patient involvement.

Manufacturer narrative:
MFR report #:1218950-2016-01195 follow up was mistakenly reported as -002 and should have been follow up -001.

Event description:
It was reported to philips that the device had a shock equipment malfunction message after failing opcheck for the defib test. There was no patient involvement.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.